Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 7.1 mmol/l. Troubleshooting was not performed. The device was returned for analysis.